Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant discrepancies. There have been no other events for the lot referenced. The provided medical records confirm the reported revision surgery. Clinician review of the provided records noted there is no confirmation of the reported nickel allergy and concluded "there is no evidence this patient¿s clinical problems were related to factors of faulty component design, manufacturing or materials" the subject device is manufactured from cocr alloy per hms 1011. The material specification indicates the material composition to include (B)(4). No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Maude event report mw5038580 reported: volun 16-oct-2014: this is regarding the stryker triathlon shapematch cutting guide. My total knee replacement was on (B) (6), 2013. The shapematch cutting guide official recall was on (B)(6), 2013. The cement between the stryker triathlon knee implant and my femur did not bond. I am scheduled for a revision surgery on (B) (6), 2014. I have read my surgeon's operating notes, from the content of these notes, there is no way to know which cutting guide my surgeon used. Per conversation with patient on (B)(6)-2015, patient stated that she was allergic to nickel which caused the femur to degrade. The implant sheet received on 22-apr-2015 provided device information for the tibial baseplate used for this patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Note: review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that was used during implantation of stryker knee implant.

Event description:
Maude event report mw5038580 reported: volun (B)(4) 2014: this is regarding the stryker triathlon shapematch cutting guide. My total knee replacement was on (B)(6) 2013. The shapematch cutting guide official recall was on (B)(6) 2013. The cement between the stryker triathlon knee implant and my femur did not bond. I am scheduled for a revision surgery on (B)(6) 2014. I have read my surgeon's operating notes, from the content of these notes, there is no way to know which cutting guide my surgeon used. Per conversation with patient on 19-mar-2015, patient stated that she was allergic to nickel which caused the femur to degrade. The implant sheet received on (B)(4) 2015 provided device information for the tibial baseplate used for this patient.